Event description:
Initial bilateral hips with depuy ultamet pinnacle hip (B)(6) 2003 and (B)(6) 2004. I have had severe groin pain radiating into the buttock, worse with 20 mins of walking, standing and laying. I have been unable to bend over with pain and I walk with severe limp and now need assistance. I have complained about these hips from the very start. I had my initial revision on (B)(6) 2010 of the right hip. Inserted larger ball and cup size. Felt better. Eight weeks I developed severe pain that I was unable to bear weight, fever, chills, the hip was hot to touch. Sed rate and crp elevated, indium scan possible osteomyelitis with large joint effusion. Had the entire acetabular removed, femur left alone on (B)(6) 2011. Had methaculate and 4 months of antibiotics. Re-implanted with depuy pinnacle ultamet system. No improvement pain worsened. Cobalt and chromium levels high, developed tinnitus, myoclonal seizures, hypothyroidism, debilitating fatigue, hearing loss, and cognitive impairment. Aggravation of my lupus and sjogren's. Immunologist, rheumatologist, toxicologist and ortho surgeon advised converting metal to plastic. This was done on (B)(6) 2011. Still with severe pain, unable to bend over. Severe pain sitting, standing, losing sleep unstable gait and still with side effect of cobaltism. Schedule to have the other done on (B)(6). Two primary, 5 revisions and no improvement in pain or mobility. I was better off with the avn hips. This has ruined my professional life and has exacerbated and worsened my autoimmune diseases.